Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.

Event description:
Caller indicated the relion prime meter was reading high. Caller had a reading around 550 or 557 and took a 1.2 insulin shot dose. A few minutes later he felt weak and sleepy so checked his blood sugar with his other meter which read 60. He drank orange juice to bring up his sugar and went to bed. He could not find reading in memory but insists reading was 550 or 557. Performed blood test with customer service rep; prime read 257 and other meter read 140. Storage and technique are good. Controls not used. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. The same lot of test strips believed to be involved in the incident were tested recently and performed to specification. Customer did not return product.